Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a specific cause for the reported brain bleed, infection, and rising ldh levels could not be conclusively determined through this evaluation. The evaluation of the submitted system controller log file did not reveal any unusual events. A direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not be conclusively established. The submitted log file contains data from (B)(6)2020 at 02:42:11 through 19feb2020 at 10:11:00. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were captured in the data. The account reported that the patient was admitted for a brain bleed and infection. It was noted that the patient¿s ldh was rising. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on vad-62665 and no further issues have been reported at this time. The heartmate ii lvas IFU lists stroke, bleeding, infection, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Section 6 also outlines care instructions in reference to preventing infection. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a brain bleed and an infection on (B)(6) 2020. The patient also had rising lactate dehydrogenase levels.